Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4); the customers report of intermittent power was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. This device is approximately 9 years old. The lithium battery was replaced on the system board to resolve the customer report. The customers report of a "poor pad contact" message was not duplicated. Review of the activity files did not show evidence to support the customers claim. It is important to mention, the clinical file and electrode pads were not returned for evaluation. The device passed all final testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would intermittently not power on. The complainant also indicated the device displayed erratic messages such as "poor pad" contact. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message, intermittently was unable to analyze and the display monitor blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.